Event description:
Initial reporter indicated that "their handheld would not hold a charge and it takes about 10mins to align screen." The product is at MFR pending completion of product analysis.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.